Event description:
On 21-mar-2023, carestream health inc. Was informed by dealer fe that a customer site reported a thermal incident related to the drx revolution system. No injuries reported. The investigation is ongoing.

Manufacturer narrative:
Csh investigation is currently in progress. Submitting an initial report as there are currently insufficient facts available to make a reportability decision and at least 29 days has elapsed. Csh will submit a follow up with investigation update/findings within 30 days. Follow up #1 (final) carestream health inc (csh) has received and evaluated the drx revolution system. No patient injury occurred. The issue is confirmed to be a thermal event linked to a communication & power industries inc. (Cpi - manufacturer) generator issue, where the +120 vdc high voltage (hv) cable insulation was punctured by a pin from a component on the circuit board resulting in a high energy short circuit due to vibration over time. The thermal event is not considered a safety risk as this thermal event occurred within the sheet metal enclosure of the generator unit making the thermal event self-contained within the system and did not breach the outer walls (four sides) of the revolution system. Csh will provide a service exchange of the system. Csh has concluded this investigation.

Manufacturer narrative:
Csh investigation is currently in progress. Submitting an initial report as there are currently insufficient facts available to make a reportability decision and at least 29 days has elapsed. Csh will submit a follow up with investigation update/findings within 30 days.

Event description:
On (B)(6) 2023, carestream health inc. Was informed by dealer fe that a customer site reported a thermal incident related to the drx revolution system. No injuries reported. The investigation is ongoing.